Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and without any communication with the handle since the control wire was detached from the crimp sleeve, also, the clip was not activated and had both arms bent. No other issues with the device were noted. The reported event was confirmed. Based on the evidence of the product analysis the control wire being detached from the crimp sleeve in the spool of the handle suggested that there were issues traced to manufacturing process where this detachment could be directly related with the functional capabilities of the clip to be able of being released from the catheter. Also, the bent of the arms could have been caused by the amount of tissue grasped by the physician before the control wire detachment happened. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient's body. There was an abnormally high resistance felt before the spool reached the end. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient's body. There was an abnormally high resistance felt before the spool reached the end. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.